Manufacturer narrative:
No permanent fix was identified, and monitoring system behavior was advised. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that fluoroscopy intermittently failed due to pedal tapping issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.